Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed external superficial driveline damage. Evaluation of the submitted log files revealed that no atypical alarms or events were captured in this log file and the pump operated above the low speed limit for the duration of the file. This file appeared to show the pump operating as intended. The phase data did not indicate that there was an issue with any of the wires. The account submitted 5 photos for evaluation which revealed the reported damage to the distal end of the patient's driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-58053. No product is available for investigation. The relevant sections of the device history records for vad-58053 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had tears in their outer silicone jacket. Log files did not reveal any unusual events. The driveline was wrapped with rescue/fusion tape.